Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up or final report will be submitted when the evaluation is complete.

Event description:
The account alleges while using the inqwire during a pericardiocentesis, the inqwire guide wire bent, fractured, and introduced foreign body. No additional patient consequence to report.

Manufacturer narrative:
The suspect medical device was not returned for investigation. The complaint could not be confirmed. The root cause could not be determined. The device history record and complaint database for similar complaints for this lot could not be reviewed since no lot number was provided. Should the device be returned later, the investigation will be reopened.